Manufacturer narrative:
Company representative confirmed and replicated the reported event. The footswitch and the calibration tubing were both replaced to address the issues. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. An internal investigation was opened but was later determined to be irrelevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to nonconforming footswitch and the calibration tubing. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited laser intermittent not firing and try arm issue. Procedure details and patient impact were unknown. Additional information received indicated that there was no patient harm.